Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 261 mg/dl at the time of incident and current blood glucose was 267 mg/dl. The customer was treated with manual injection. The customer stated that the insulin pump was dead. The troubleshooting was performed and was advised to insert new aa battery and the display did not return. The customer declined troubleshooting for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However during testing unit gave unexpected blank display anomalies and high sleep current due to corrosion traces at battery tube including the power board. No traces of corrosion found at the motor or electronic assemblies per visual inspection.